Manufacturer narrative:
Date of event: estimated since unknown. Implant date: estimated since unknown. Explant date: estimated since unknown.

Event description:
It was reported via social media that device explantation occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. At an unknown timepoint post implant, the patient required explantation of the device due to unknown reasons. No additional information is known at this time.